Event description:
Legal counsel for patient reported patient underwent a right total hip arthroplasty on (B)(6) 2007. Legal counsel further reports patient allegations of pain, metal poisoning, inflammation, dysfunction, loss of range of motion, metallosis, lack of mobility, and elevated metal ion levels. Subsequently, patient was revised on (B)(6) 2013. Surgery dates verified in invoice history. This report is based on allegations set forth in plaintiff¿s complaint and the allegations contained therein are unverified. Operative report noted patient underwent a right total hip arthroplasty on (B)(6) 2007 and a left total hip arthroplasty on (B)(6) 2000. Operative report noted patient underwent right hip revision on (B)(6) 2008 due to pain. Operative report noted the presence of clear yellow fluid, a thickened bursa and lack of bony ingrowth on the acetabular cup. The modular head and acetabular cup were removed and replaced. Operative report noted the (B)(6) 2013 revision was due to pseudotumors. Operative report further noted the presence of yellowish thickened hypertrophic pseudocapsular tissue, and lysis. The modular head was removed and replaced. Operative report noted the (B)(6) 2013 revision was due to instability. The modular head was removed and replaced. An additional revision took place on (B)(6) 2014 on an unknown hip for an unknown reason. A modular head was removed and replaced.

Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects: "dislocation and subluxation due to inadequate fixation and improper positioning. Muscle and fibrous tissue laxity may also contribute to these conditions. " this report is based on allegations set forth in plaintiff¿s complaint and the allegations contained therein are unverified. This report is number 4 of 7 mdrs filed for the same patient (reference 1825034-2014-03446 /-06889 /-06890 /- 06891 /-06892 /-06893 /-06894).